Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-05976. It was reported the pt's ipg was depleted due to it not being recharged as recommended. During surgical intervention, the pt's lead was found to be frayed on one end. The doctor cut the damaged end of the lead. The pt's ipg was explanted and replaced. The explanted product will not be returned to sjm. The pt is scheduled for surgical intervention to replace the lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.